Manufacturer narrative:
(B)(4). The dexcom continuous glucose monitoring system mentioned is being reported under MFR number 3004753838-2016-25374.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal that displayed on their insulin pump and receiver. No additional patient or event information is available.